Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported multiple complications over a five year period post laser assisted cataract surgery to include anterior uveitis, cystoid macular edema, epithelial defect, iritis, retinal detachment, and corneal would leak. No additional information is available.